Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental report is being filed to correct the d9: device avail for eval; d9: device return date; g2: report source; h2: follow-up type; and h3: device eval by manufacturer.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of system revision due to edema, fluid discharge, inflammation and infection. Reportedly, the patient was initially admitted for bacterial infection from gastrointestinal issue, but the infectious disease team requested a cardiology assessment of the ICD, which was found to be functioning normally. The physician stated that the ICD might need to be extracted if the infection in the patient's body progresses to a point that puts the system at risk. No additional adverse patient effects were reported. This ICD was explanted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of system revision due to edema, fluid discharge, inflammation and infection. Reportedly, the patient was initially admitted for bacterial infection from gastrointestinal issue, but the infectious disease team requested a cardiology assessment of the ICD, which was found to be functioning normally. The physician stated that the ICD might need to be extracted if the infection in the patient's body progresses to a point that puts the system at risk. No additional adverse patient effects were reported. This ICD was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.